Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her son's insulin pump was not delivering insulin this morning. The device alarmed during basal delivery. Customer tried to bolus, and the device alarmed again. During the call, the device started working again. Customer's mother stated the device delivered a bolus and it delivered the whole thing. Troubleshooting was declined. Customer's blood glucose was not provided. Nothing further reported.